Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity biopsy forceps device was used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, after unpacking, the device was tested, but the jaws failed to close completely. The procedure was completed with another radial jaw 3 large capacity biopsy forceps device. Reportedly, the jaws were not misaligned. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results; jaw bent.

Manufacturer narrative:
A visual examination found that the jaws of the returned device were misaligned. Further analysis revealed that one jaw was bent. Functionally, the jaws were able to be actuated, but failed to close properly due to the bent jaw. No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was consistent with the complaint of jaws failed to close completely. However, the evaluation attributed this to the jaw bend. Reportedly, this issue was observed after unpacking the device. There are controls in the manufacturing process that exist to limit product performance issues. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.